Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. Unable to verify no delivery alarm due to button keypad anomaly. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the keypad buttons are not responsive. Customer indicated that the arrow buttons work sporadically. Customer does not recall any significant events leading to the error, but that it happened during a prime. Customer's blood glucose was unknown at the time of incident. The customer indicated that the no delivery was resolved by a complete set change. Troubleshooting advised customer to call back when the alarm occurs to further troubleshoot. The customer was advised that the device would be replaced and to return the product for analysis.